Event description:
The facility's biomed engineer reported pump with an 810:04 failure. Although attempts were made by baxter's quality mgmt to obtain additional info from the reporting facility, details were not available regarding pt, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.